Event description:
It was reported that the pump emitted error codes 46441 (unexpected value), 46440 (invalid parameter), and 42224 (user interface timeout). There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to a faulty main board.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The unit encountered a system data problem due to a defective main board. The main board was replaced to address this issue. The device then passed all testing.